Event description:
Medtronic received a report that the solitaire separated and encountered resistance. The patient was undergoing surgery for treatment of an ischemic stroke of the left m1 and m2. It was noted the patient's vessel tortuosity was moderate. The access vessel was the left middle cerebral artery with 2.5mm diameter. It was reported that the physician attempted to perform mechanical thrombectomy on a left middle cerebral artery (mca) distal m1 segment. The physician made two passes per the instructions for use (IFU). No significant friction was noted during retrieval. No clot was retrieved and the vessel did not open. On the third retrieval attempt, there was noticeably higher friction felt and the device separated from the delivery wire. The device remains in the patient. It was unknown if the patient had vessel stenosis proximal to the thrombus site. The pushwire was not torqued during the procedure. Three passes were made with the stent. There was friction or difficulty during the procedure. The microcatheter tip covered the stent proximal marker during retrieval. The stent remains in the patient in the left mca. There was no surgical or medicinal intervention required. The physician did not attempt to detach the stent. The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the IFU. Ancillary devices include a 6f neuron max 80cm sheath.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported cause of separation: solitaire became stuck in atherosclerotic m1 segment. The patient baseline was 25 nihss. Post condition was the same as post procedure. There was no resistance in the catheter. The clot was probably hard atherosclerosis. The solitaire remains in the m1 segment. No further intervention is planned.